Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a no delivery and a keypad anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery during bolus and basal delivery. Customer confirmed that the insulin exited after a 5 unit manual prime was delivered. Customer stated that the act button was hard to press during fill tubing process. Customer also reported to have experienced a high blood glucose of 500 mg/dl from a 194 mg/dl blood glucose reading. No form of treatment was reported for the high blood glucose event. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs the insulin pump is not expected to return for analysis.